Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation it did not meet visual acceptance specification. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Procedural images were provided for review. In the images the lesion in the ostium of the left main artery observed. Pre-dilations of the vessel are observed before a gap in images of 4 minutes where the complaint event may have happened. A resolute onyx stent is delivered and deployed without issue in the following image and several post dilations are observed. Final angiographic images show improved blood flow post implantation. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent was attempted to be used to treat a non-tortuous, non-calcified lesion with 80% stenosis in the ostium of the left main (lm) coronary artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used. It was reported that the stent failed to cross the lesion and on withdrawal the stent was noted to be deformed. Further dilation was then carried out and another resolute onyx stent deployed. No patient injury reported.